Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that out of range issues occurred between the transmitter and pump, with no continuous glucose monitor (cgm) sensor readings. Customer had elevated blood glucose levels reaching over 240 mg/dl. Customer delivered a bolus to stabilize blood glucose levels. Customer indicated they have back up insulin pens for continued insulin therapy.